Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complaint / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of reyj0284 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer, at this time, for evaluation.

Event description:
Per sales rep, the facility reported that a piece of wire was allegedly left in the patient after PICC placement and found about five days later. Wire was reportedly retrieved by the thoracic surgeon as the wire was said to have traveled to the hart valves.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The complaint of a break in the tls stylet was confirmed, but the exact cause remains unknown. The product returned for evaluation was a segment of the magnetic portion of a tls stylet. The sample was approx 4 cm in length and represented the distal end of the wire. A kink in the stylet was seen near the proximal end of the break site. Microscopic examination of the break site showed that the fracture in the polyimide tubing occurred at the edge of a magnet. The fracture surfaces of the tubing were jagged and irregular. It is possible that the wire was retracted through a tortuous path, damaged prior to insertion, or not flushed prior to insertion, but the exact cause remains unknown as there was not enough evidence to determine a definitive root cause. A lot history review (lhr) of reyj0284 showed no other similar product complaint(s) from these lot numbers.

Event description:
Per sales rep, the facility reported that a piece of wire was allegedly left in the pt after PICC placement and found about five days later. Wire was reportedly retrieved by the thoracic surgeon as the wire was said to have traveled to the heart valves.